Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via merlin at home transmission. Nonsustained lead noise episode due to post-paced t-wave oversensing was observed on a stored egm. Reprogramming the device was performed.